Event description:
The complainant reported that a patient endured frequent ventricular ectopy and ventricular tachycardia during impella 5.5 support. The positioning was verified via echocardiogram. Sixteen days into support, the pump began to experience suction issues. Attempts to increase support were constantly met with suction and low flow alarms and the decision was made to explant the pump. The patient remained supported via central veno-arterial exracorporeal membrane oxygenation. No patient harm was reported.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The customer's device was not returned for analysis. Data logs were reviewed and confirm the reported issues. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the low pump flow/suction issue was most likely related to patient condition, based on data log review and provided clinical details.